Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer could not rewind their insulin pump. Customer stated they were due for a reservoir change and as they were starting the process, they could not seem to rewind the insulin pump. Customer said battery changed but that did not help. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The pump was returned for low reservoir anomaly and rewind anomaly found on jun 27, 2021. Pump¿s history and trace files downloaded successfully using thus software. Pump passed self test however, constant pump error 37 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify low reservoir anomaly due to pump error 37 alarms. Pump error 37 confirmed in the pump history/trace files on 06/27/2021 at 3:43pm. Pump was cut open to perform visual inspection and found corrosion damage on the motor. Unit tested outside the pump and received pump error 37 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 37 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Unable to verify low reservoir anomaly due to constant pump error 37 alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.